Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose reported at 400 mg/dl and an occlusion alert that persisted until the user changed the infusion set supplies, after which glucose trended downward. The user had previously replaced supplies earlier the same day due to hyperglycemia and reported no visible issue with tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of the alert and high glucose after supply change. Investigation of this case revealed an occlusion related to the infusion set and associated components that was resolved by replacing the supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.